Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing revealed no indication of conductor fractures or internal shorts. The helix was clogged with blood. After cleaning, the helix was able to extend and retract and measured. The full helix extension length measured within product specification.

Event description:
A right ventricular lead revision was performed due to low sensing and high threshold. The lead was explanted and replaced. The patient is in stable condition.